Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, the device failed to achieve hemostasis and caused issues with bleeding. Another 7 prostyles were used but the same issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initially filed MDR report, additional information was obtained: it was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional cryo ablation procedure. Reportedly, all 8 prostyle sutures broke which is the reason the devices failed to achieve hemostasis. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated d4: lot number updated from 4032541 to 4021741 h6: health effect - clinical and impact code 1888 removed; 4582 added. H6: medical device problem code 4001 removed; 1562 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event is estimated. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a prostyle device. Reportedly, the device failed to achieve hemostasis and caused issues with bleeding. Another 7 prostyles were used but the same issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.